Manufacturer narrative:
Visual examination of the returned screwdriver confirmed the tip to be broken off and missing. Review of device history records confirmed the instrument was manufactured to specification requirements. The root cause cannot be positively determined. However, the application of atypical force upon the driver during screw insertion can result in this type of breakage. At this time, the complaint is considered to be closed.

Event description:
Contact reports receiving an expresscare loaner kit that contained a viper2 x-tab poly driver with a broken tip. The broken tip portion was not in the kit. The driver was not used in surgery and there was no adverse outcome. It is not known when or where the tip breakage occurred. The instrument is used in a minimally invasive procedure and if its tip were to break during use, it could go undetected by the user, resulting in an unintended portion of the device being left within an implanted screw. As such, a medwatch report is being filed to document this event.